Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: sheath: 7fr, 14 fr; stent: xience alpine (x2); proglide (x1); left ventricular assist device; heparin. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a coronary stenting procedure was performed on (B)(6) 2016 on a high risk patient with poor left ventricular function and poor ejection fraction. Reportedly, proglide suture placement in the left common femoral artery (lcfa) was achieved, using a pre-close technique, with two proglides via a 7fr sheath without issue. A left ventricular assist device was placed for the percutaneous transluminal intervention (pti). Two xience alpine stents were implanted successfully in the left anterior descending artery and the left main without issue. Hemostasis was achieved in the lcfa using the sutures of the pre-placed proglide devices; however, when weaning the patient off of the assist device, the patient went into cardiac arrest. Cardiopulmonary resuscitation was performed. The patient was stabilized after 1-2 hours. The physician told the patient's family that the issue occurred due to the complexity of the assist device and proglide devices. On the morning of (B)(6) 2016 the patient expired. The cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the case information, a conclusive cause for the reported patient effects of cardiac arrest and death and the relationship to the product, if any, could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.